Event description:
During laparoscopic appendectomy surgeon noticed while using endoscopic gia stapler with tri-staple reload that a small yellow piece of plastic was on the patient's bowel. It appeared to have come from the yellow plastic loading assistive device which is removed after reloading the stapler. A thorough search and irrigation of the patient's abdominal cavity was done and no other pieces were found. Attached pictures of the used item and a new item show a small piece missing from the assistive device which appears to show where the piece came from. FDA safety report ID # (B)(4).